Event description:
Caller reported damage to the pump housing and usb port, which affected their ability to charge the pump. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the caller declined a callback from technical support.